Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were service due, power down and pump turned on and off messages. A functional check was conducted and the reported issue was able to be duplicated. The pump was found to be displaying "service due" message on power up during the investigation. Multiple "no disposable, power down, pump turned on and turned off" messages were found in the pump's event history logs. The clock battery date had reached the level at which clock battery service due is required. It was recommend that the internal real time clock lithium and downstream occlusion sensor be replaced to resolve the issue.

Event description:
It was reported that smiths medical cadd legacy pump 6400 is making a faint alarm sound even though there are no batteries in pump. Patient states that she puts batteries back in pump & the pump was dead (new batteries). No adverse patient effects were reported.